Event description:
A surgeon reported that twice, during intraocular lens (iol) implant surgery, one of the iol haptics was "not proper" and tore off. The lenses were removed and replaced during the same surgery. The surgery was successfully completed with a third iol. In a follow up, the surgeon reported that the pt's recovery was prolonged due to corneal edema and descemet's wrinkles. He also stated that in both instances, the rear haptic of the lens was torn off in the cartridge. The information provided indicated the use of an unapproved viscoelastic. Additional information has been requested. There are three medical device reports associated with this event. This report is for the second of two lenses.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Results from the product history record review indicated the lens met release criteria. Additional observations were as follows: solution was dried on the lens. One haptic was bent at the gusset/arm areas due to the condition of the returned sample. The other haptic was broken/torn and was returned. The optic was scratched/marked and also torn/split/cracked, possibly cut. The reporter indicated the use of an unapproved viscoelastic. There have been no other complaints reported in the lot number. (B)(4).